Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with the customer, the customer indicated that their transformer had fallen apart into two pieces. The customer states that there were no injuries as a result of the issue. They also indicated that they would return the product. As of the date of this report, the product has not been received. Should the original product be received, resulting in new, changed, or corrected information, a follow-up report will be filed at that time. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition, production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.

Event description:
The customer reported that the transformer for their pump in style device had a crack in it and that they could see inside the transformer housing.